Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, into a failed bioprosthetic valve, th at had been implanted for 8 years, the transcatheter bioprosthetic valve dislodged and was left implanted in the ascending aorta. A second implant, with this transcatheter bioprosthetic valve was attempted, but also dislodged and was snared into the ascending aorta and left implanted. Subsequently, a non-medtronic valve was implanted 3 days later. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.